Event description:
A malfunction on the pump was reported, but it did not cause the customer's blood glucose level to exceed 500 mg/dl, and there was no adverse impact. The customer, having a new pump already, declined the offer for an out-of-warranty loaner pump. Technical support assisted the customer with resetting the pump to ensure continued insulin delivery.